Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was scissoring and slow feeding issues. Scissoring occurred on the vessel and during dry firings. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.